Event description:
It was reported that low, out of range impedances were present on contact pair 14 and 15 (less than 50 ohms). The impedance measurement was not seen at the implant procedure or first programming session. A loss of therapeutic effect was also reported. It was stated that stimulation changed following strenuous activity or exercise. It was stated that the patient had been doing a lot of "straining type" movements. The patient's status was listed as fair. The following day, it was reported that reprogramming was completed. It was stated that the patient was receiving effective therapy. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the patient experienced a shocking or jolting sensation. There was no known accident or incident related to the event. An impedance test was performed which revealed out of range impedances values. Circuits 0-8 and 14-15 had impedance values of less than 50 ohms. All circuit combinations with electrode 11 had impedance values of greater than 10,000 ohms. X-rays were taken and revealed that two leads were touching at 0-8. The patient was programmed on program 1 with electrodes 2, 3, 4, 5 and program 2 with electrodes 9, 10, 13, 14, 15. Three days later it was reported that the device was re-programmed around the affected electrodes. No intervention has taken place yet. It was noted that the patient was very hesitant to use her stimulator because she was afraid of being shocked. No further information has been provided.